Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported error message and subsequent cancellation remains unknown.

Event description:
During a supraventricular tachycardia procedure, a delay in the procedure occurred due to an error message displayed on the ep-4 touchscreen. All cable connections were verified and the issue remained. The procedure was completed the same day following a visit from the engineer to fix a loose power supply on the ep-4 stimulator. There were no consequences to the patient.